Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The indication for use was non-malignant pain. It was reported that as of yesterday the patient was getting a message on their programmer and recharger. The recharger showed eri and the programmer showed the message to recharge the implanted neurostimulator. The patient did not know how to bypass the eri message. During call the patient was walked how to bypass the eri message on the insr and was able to recharge the ins with 8 coupling boxes. The patient noted for a few years they noticed the ins battery had moved and due to that it made it hard to get a good coupling connection. The manufacturer's patient services specialist (pss) reviewed eri message. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.